Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is unable to communicate with its external devices following an unrelated procedure. It is unknown if the patient set the ipg to surgery mode or not. Troubleshooting was unable to resolve this issue. No further intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.